Event description:
During device recertification at zoll medical's technical service department, the device's pacer rate, pacer output and defib energy setting were not readable on the device's display. There was no patient involvement in the reported malfunction.